Event description:
Sorin group (B)(4) received a report that the scp became unresponsive and displayed an error message near the end of a procedure. The pump did not stop. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufacturers the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the scp became unresponsive and displayed an error message near the end of a procedure. The pump did not stop. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the centrifugal pump system with tubing clamp (scp). The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(6) field service representative was dispatched to the facility to investigate. The service representative soak tested the unit and was unable to reproduce the reported error. The drive unit was replaced with a loaner unit and was returned to (B)(4) for further investigation. Visual inspection of the device at (B)(4) confirmed that the unit was very dirty. A 24 hour test run with different speeds and parameters was performed without deviations. An exact root cause could not be determined. However, the dirt in and on the device may have resulted in the reported issue. The customer was advised to maintain the device and keep it free of dust and dirt, as this can influence the performance of the device. The device was cleaned and disinfected and the pcb control board was replaced as a precaution. A test run and a technical safety inspection were performed without issue and the unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.